Event description:
The device was used during an unspecified procedure. Reportedly, some bleeding occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, we found all the components present and properly assembled. No abnormalities were observed which would have caused or contributed to the difficulty reported.